Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a stent placement procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the stent failed to deploy. It was noted that the guide catheter detached and had not retracted to the release point. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: the delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed no damage to the stent or suture, however residue was noted on the suture and the proximal barb of the stent. The guide catheter was noted to be stretched and broken near the proximal end. The broken proximal piece of the guide catheter and the touhy borst were not returned. The suture hole of the push catheter was torn. Functional evaluation for stent deployment could not be performed due to the broken guide catheter. The suture was separated from the delivery system to observe the distal end of guide catheter assembly. Multiple kinks (suture impressions) were noted, indicating the suture embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a stent placement procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the stent failed to deploy. It was noted that the guide catheter detached and had not retracted to the release point. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information has been received since november 1, 2011 reporting that during the procedure, the broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The stricture was also reported to be very tight.